Event description:
It was reported the patient experienced a return of symptoms with a loss of pain relief that started several months ago. The patient had "horrible ra¿ in her legs. At the last three refills the pump had volume discrepancies and had ¿more drug than they should¿. Before thanksgiving the patient had an ra flare, lost pain relief and was not getting relief from the boluses. Later it was reported that the patient had a much better night following the dose increase, slept much better last night and her legs were less stiff allowing her to move more. No alarms were noted in the pump logs. Later it was reported a refill was performed and the volume was correct. The reporter indicated that the office staff was setting the patient¿s appointment way ahead of a needed refill. On (B)(6) 2015 the reporter spoke with the patient and she was feeling better ¿she felt using behavioral yard sticks such as being able to move easier in bed, use computer. Etc¿. The pump was delivering bupivacaine and dilaudid. The cause of the event, the actual volume and expected volume, interventions and troubleshooting were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was later reported that the patient was sick with horrible rheumatoid arthritis and spent some time in the hospital getting intravenous (IV) treatment.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# unknown, product type: programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).